Event description:
An implantable pulse generator (ipg) was returned to the manufacturer from a funeral home after the patient's death. Further review of the manufacturer's database indicated the patient died approximately five years post device implant. The device susbsequently tested out of specification. The cause of death was requested and is not available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. Product event summary the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was included in that field action, but returned product testing found the device did perform as described in the field action. (B)(4).